Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found poor return of spring at coupler, as well as additional reportable malfunction of cable flooding. Based on the information obtained from this complaint and the investigation results, the identification of the cause of the occurrence could not be determined. A device history review revealed no findings/ issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the device had a poor rebound of the lock. The issue occurred during cleaning and disinfection. There were no reports of patient harm.